Event description:
It was reported that during a laparoscopic splenectomy procedure, that the device locked and it was difficult to open. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 2/19/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.